Event description:
A peritoneal dialysis (pd) pt was hospitalized on (B)(6) 2014 through (B)(6) 2014. Pt was admitted with dyspnea and chest pain. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations, or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.